Event description:
While wearing the external equipment, the patient reportedly had no lock between the external equipment and the cochlear implant. In 2005, the patient was seen for evaluation. Testing performed confirmed that the patient's c1 device was no longer functioning. The patient's device was explanted.